Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) indicated that the patient was recently implanted with a replacement system, old system removed due to normal battery depletion. It was estimated that between (B)(6) and (B)(6) the implantable neurostimulator (ins) turned off though the patient had been under the assumption that the stimulation was on 24/7. It was noted that when the stimulation was on they felt stimulation. This was considered a sudden change in therapy/symptoms. The main reason for the report was that the manufacturer representative (rep) wanted to find out the different circumstances that could result in the patient's ins turning off without them being aware. It was reviewed that they could hit the side of the recharger, turn off with the patient programmer as well as the ins may have gone to 0%, and if they charged it back it would need to be turned on again. Other relevant medical history contains, spinal pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.